Event description:
The patient is implanted with two leads from the same lot. It was reported the patient was experiencing intermittent loss of stimulation and positional stimulation which would cause instances of overstimulation. Lead diagnostics showed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2017 where two leads were removed and replaced as the leads were fractured.. The patient is receiving effective stimulation postoperatively and issue has been resolved.